Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the blue cap fell off the transfer set. The event occurred when attempting to change the transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned and an evaluation was performed to investigate the reported event. Visual inspection identified a loose vented pull cap in the opened pouch. Leak testing, clear passage testing, and clamp functional testing were performed with no issues noted. A review of all batch record documents was performed for associated lot number h13i27025 with no deviations from standard procedure and no exceptions related to the reported condition noted. Upon conclusion of the investigation, the reported event was verified, but a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.